Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller on printed circuit board assembly with black horizontal line segments due to cracked lcd glass. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unable to verify battery out limit alarm, unexpected error messages or red light indicator due to flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an alarm and a flickering red light. Customer also reported that the display was white with black lines and a battery out alarm was constant. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.